Event description:
It was reported that there was high threshold, undersensing, and high impedance on the right ventricular lead. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found with analysis, the outer insulation had a cosmetic cut, the outer insulation was breeched/cut, and there was blood in/on the helix mechanism. It also noted that the lead was damaged at implant. The full lead was returned for analysis.